Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, a setscrew was found cross threaded and misaligned. The surgeon had to replace it with a new one to complete the surgery successfully. No patient complications were reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.